Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty retracting the lead helix. After several attempts at placement, the lead exhibited undersensing and no sensing. In addition, the lead had high thresholds and exit block was noted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.